Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2008. On (B)(6) 2011, the patient presented with a small granulation tissue at the apex of vagina at the thirty six month follow up. Cauterization was performed in the office with silver nitrate. It was stated that the issue has resolved.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the manufacturing records for this batch was performed and the batch met all finished goods release criteria.